Event description:
The manufacturer received information alleging "multiple internal o2 too high and device out of order" in the alarm log and will be reported as a ventilator inoperative alarm. There was no patient harm or injury reported with this notification. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.

Manufacturer narrative:
The bipap a40 pro (dex3100s13) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Manufacturer narrative:
The manufacturer previously reported information received alleging "multiple internal o2 too high and device out of order" in the alarm log and will be reported as a ventilator inoperative alarm. There was no patient harm or injury reported with this notification. During the evaluation of the bipap a40 pro, de device at a third-party service center, a ventilator inoperative was not confirmed. No error related to a ventilator inoperative was recorded in the device's event log. However, unrelated a non-reportable error pertaining to high internal o2 sensor was recorded in the device's event log. Based on the service manual this error indicates a faulty circuit board, and the device's circuit board was replaced.